Event description:
Related manufacturer reference numbers: 2017865-2022-41001. It was reported that the patient presented in clinic for lead revision. It was noted that the right atrial (ra) lead and right ventricular (rv) lead both exhibited conductor fracture. The ra and rv leads were both explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a partial lead was returned in three pieces. Final analysis the lead did not find any anomalies with the exception of procedural damage.